Event description:
It was reported that the customer received a no delivery alarm and was experiencing high blood glucose levels. The customer's blood glucose was 540 mg/dl. The customer declined troubleshooting for the high blood glucose levels. The customer received the no delivery alarm during a bolus. Explained that the alarm was caused by a set or reservoir connection. The customer stated that the insulin did not exit and that the insulin pump alarmed no delivery upon performing a five unit fixed prime. Advised to replace the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.